Event description:
Mat# 306546, lot# 3142760. It was reported by the customer that the nursing staff discovered a saline flush that was still in the wrapper, but looked like it was contaminated. The nurse promptly brought the suspect product to the pharmacy. Verbatim : rcc received a complaint via email. Email(s) attached. The nursing staff discovered a saline flush that was still in the wrapper, but looked like it was contaminated. The nurse promptly brought the suspect product to the pharmacy catalog #: 306546, lot #: 3142760. Additional information: additional info received on 16-oct-23 it appears to be a dried liquid contaminate. Not in the syringe barrel but on the luer lock tip and cap. It is a muted red color. Honestly, looks like dried blood. I have attached a picture and am more than willing to ship it to you for further inspection.

Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the flush was contaminated. To aid in the investigation, one sample in a sealed packaging blister and two photos were received for evaluation by our quality team. The syringe tip cap has discoloration that appears to the lubricant from the molding press. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, during a repair or preventative maintenance, the molding press/tool was not properly cleaned. The sample was sent to a laboratory for additional analysis. The testing confirmed the foreign matter was not blood. However, the highest percent match of the foreign matter to known substances was not conclusive, so it is not possible to confirm what the foreign matter is from the testing. A device history record review was completed for provided material number 306546, lot 3142760. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Mat# 306546 lot# 3142760. It was reported by the customer that the nursing staff discovered a saline flush that was still in the wrapper, but looked like it was contaminated. The nurse promptly brought the suspect product to the pharmacy. Verbatim : rcc received a complaint via email. Email(s) attached. The nursing staff discovered a saline flush that was still in the wrapper, but looked like it was contaminated. The nurse promptly brought the suspect product to the pharmacy. Catalog #: 306546. Lot #: 3142760. Additional info received on 16-oct-23: it appears to be a dried liquid contaminate. Not in the syringe barrel but on the luer lock tip and cap. It is a muted red color. Honestly, looks like dried blood. I have attached a picture and am more than willing to ship it to you for further inspection.